Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication entry had appeared grayed out and could not be removed due to the presence of "ordered number units". A technical support specialist (tss) dialed into the server, reviewed the order details and identified that the medication was ordered with a unit of "500mg/ea," whereas the facility formulary had the medication configured as 500mg. This discrepancy in unit configuration led to a mismatch, preventing the system from processing the order removal. The customer was advised to resend the message with the correct unit details. In parallel, the customer contacted cerner for assistance. The customer confirmed the issue was resolved and requested closure of the case. The system functioned as intended after the technical support specialist investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the merropenem 500 mg medication was greyed out and unable to remove. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.